Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the numbers begun flashing when attempting to enter carbs for dinner. Customer's blood glucose reading at the time of the call was 88 mg/dl. No further information reported.

Manufacturer narrative:
No unexpected number flash was noted. No unexpected button error alarm was noted. All of the buttons functioned properly. No unexpected no delivery alarms were noted. However, corroded keypad traces were noted during the visual inspection. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip and scratches on the reservoir tube window. The insulin pump passed the displacement test, prime test and excessive no delivery alarm test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.